Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: it was confirmed that per the physician's statement the cause of death had no relation to the endurant aui device or the procedure. However, it was suspected that the patient had an existing aneurx stent graft.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the patient for the endovascular treatment of an emergent ruptured abdominal aortic aneurysm. It was reported that during the index procedure the endurant stent graft was deployed and there was a drop in the patient blood pressure. The staff initiated cardiopulmonary resuscitation. However, the patient expired. Per the physician the cause of the event was due to the preoperative aneurysm rupture. No additional clinical sequelae were reported.